Manufacturer narrative:
Investigation of the customer issue included a review of the complaint text, a search for similar complaints and a review of labeling. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is normal complaint activity for the calcium reagent. Labeling was reviewed and found to be adequate. The on-site servicing of the architect and the customer's diligence in maintenance documentation tend to minimize the possibility the instrument is the likely cause. In addition, qc appears to not be affected. Based on the available information, no product deficiency was identified.

Event description:
The customer observed intermittent discrepant calcium results for patient samples tested on the architect c8000. An initial result of 14.7 mg/dl (critical high) retested at 9.7 mg/dl (normal). No adverse impact to patient management was reported.

Manufacturer narrative:
Additional discrepant architect calcium results were observed for a patient on (B)(6) 2017. Results of 10.1, 10.2 and 14.1 mg/dl were generated. The customer uses a normal range of 8.4 - 10.2 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
After further troubleshooting of the customer issue, the suspect medical device was changed from clinical chemistry calcium reagent, list 03l79-30 to the architect c8000 system, list 01g06-11 on (B)(6) 2017. MDR number 1628664-2017-00397 has been submitted for the new suspect medical device and all further information will be documented under that MDR number.